Event description:
It was reported that a patient with an ambicor penile prosthesis experienced pain with discomfort and noted a bulge at the base of the penis on the right side. The patient reported that when the device was activated, only the left side deflated, leaving the right side unable to deflate. Upon examination, a bulge was confirmed in the right cylinder at the base of the penis, and the cylinder did not completely deflate. A fracture of the right cylinder was reported. A revision procedure was performed during which the device was explanted and replaced with an inflatable penile prosthesis (ipp). No further patient complications were reported.